Event description:
It was reported that the system 5 sagittal saw was allegedly running faster than the intended speed when the trigger was pressed with little pressure during testing or setup. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary; a follow up may be submitted when the quality investigation is complete. (B)(4): the device was evaluated by a stryker foreign subsidiary.